Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a draining slowly message during drain 2 of 4 of treatment multiple times. The patient stated he has been in contact with the pd registered nurse (pdrn) about draining issue. The patient stated he was told he could have a hernia. Technical support assisted the patient with canceling treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with two hernias approximately two months ago (no date provided). The patient has an abdominal and inguinal hernia. The patient was experiencing slow drains and fills due to the hernia. The patient was sent to the hospital on (B)(6) 2025 due to a non-functioning pd catheter. The patient had a central venous catheter placed. The patient is transitioning to in-center hemodialysis (hd). The patient will have the pd catheter fixed and the abdominal wall hernia repaired. Pd will be on hold for one month per doctor¿s order. The patient remains hospitalized. The hernia is not related to any fresenius product, device, and or the patient¿s pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of abdominal and inguinal hernias as the hernias developed while the patient was undergoing pd therapy. However, there is no documentation in the complaint file to show a causal relationship between the hernias and the use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although no cause was determined, it was reported that the hernias were not related to the liberty select cycler or any fresenius product(s). ¿abdominal wall hernia is a common mechanical complication of peritoneal dialysis (pd), affecting 12% - 37% patients in published series (1-3).¿ based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a draining slowly message during drain 2 of 4 of treatment multiple times. The patient stated he has been in contact with the pd registered nurse (pdrn) about draining issue. The patient stated he was told he could have a hernia. Technical support assisted the patient with canceling treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with two hernias approximately two months ago (no date provided). The patient has an abdominal and inguinal hernia. The patient was experiencing slow drains and fills due to the hernia. The patient was sent to the hospital on (B)(6) 2025 due to a non-functioning pd catheter. The patient had a central venous catheter placed. The patient is transitioning to in-center hemodialysis (hd). The patient will have the pd catheter fixed and the abdominal wall hernia repaired. Pd will be on hold for one month per doctor¿s order. The patient remains hospitalized. The hernia is not related to any fresenius product, device, and or the patient¿s pd therapy.